Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received form the hcp.

Event description:
It was stated that during implant, the anchor could not be fixated properly. There was no grip of the anchor around the lead and proper suturing of the anchor around the lead still left the lead easily sliding through the anchor. There was no injury to the pt and the outcome was reported as "fine".